Event description:
A malfunction was reported on the pump after it fell into the snow in extremely cold conditions. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if any issues reappear.